Event description:
Caller reported that the insulin gauge displayed a different amount than expected, indicating a fill estimate issue. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge and, later, in filling and loading a new cartridge. Despite these efforts, discrepancies persisted, leading technical support to replace the pump. The customer was instructed to put the pump into storage mode and return it using a pre-paid label, which the caller understood and acknowledged.